Manufacturer narrative:
An olympus technical assistance center (tac) engineer helped the customer to troubleshoot the reported issue. The engineer confirmed with the customer that the correct error code displayed was e103 lamp light up error. The engineer instructed the user to make sure that everything was plugged in correctly. The customer inquired about resetting the lamp life meter. The engineer explained that another cause for this error is usually third-party lamps. The customer stated that the lamp was going to be replaced to resolve the issue. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported an e103 lamp light up error code. That the light keeps coming on and seems to be working. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be confirmed. It is assumed the lamp failed because it was nearing the end of its service life.